Event description:
It was found during investigation of a returned pump that the downstream occlusion (dso) seal has cracks on it. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A downstream occlusion (dso) seal has crack was noted. Functional testing was performed. The allegation made by the complainant was confirmed. The dso seal was replaced. The device passed all functional testing after repair.